Event description:
Pt undergoing thrombectomy of a-v shunt-right upper arm during use of catheter. Balloon sheared off catheter and entered pt's artery. Retrieved at antecubital and at radial via arteriogram and incision at wrist.